Manufacturer narrative:
(B)(4). The device was not available for evaluation. Should additional relevant information become available a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured in september 2009. Reviews of the device and service history records were performed with nothing found that would cause or contribute to the reported problem. As the device was not returned, a sample analysis could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a high drain 104 alarm occurred on a homechoice (hc) device during peritoneal dialysis therapy. A high drain alarm indicates that the patient drained greater than 200% of the maximum prescribed cycle fill volume. The registered nurse (rn) was not aware of any issues in therapy. The alarm logs were reviewed with the nurse and upon powering up the device, the alarm was not present. The programming and cycle ultra filtration (uf) values were also reviewed. There were no bypasses and per the rn, the minimum drain percentage was set to 70%. The technical service representative (tsr) explained the alarm and advised that the therapy log did not indicate a high drain alarm. The tsr also noted that the alarm did not repeat when the hc device was powered back on. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.